Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4) on 25-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in abdomen") in a female patient who had essure (batch no. C35391) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), groin pain ("pain in groin "), allergy to metals ("allergy to nickel discovered on test") with rash and pruritus, depression ("depression"), headache ("recurrent headache"), dizziness ("dizzy spells") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced arthralgia ("joint pain"). Procedure for removal of essure was scheduled for (B)(6) 2017. At the time of the report, the abdominal pain, fatigue, groin pain, allergy to metals, depression, headache, dizziness, urinary tract infection and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, depression, dizziness, fatigue, groin pain, headache and urinary tract infection with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. Procedure for removal of essure was scheduled. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and nongynaecological etiologies. In the present case, consumer also reported urinary tract infection which could be an alternative explanation for the pain. However, given the nature of this event, a contributory role of essure cannot be excluded. This case was regarded as incident since device removal is planned. Non-serious events were also reported. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-apr-2017. The most recent information was received on 25-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("allergy to nickel and titanium/lymphocyte activation test was positive for nickel") and urinary tract infection ("urinary tract infection") in a 39-year-old female patient who had essure (batch no. C35391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem during insertion with the second insert" on (B)(6)2015. The patient's medical history included general anesthesia on (B)(6)2015, parity 1 (fullterm) in 1996, thyroid nodular in 2012, venous insufficiency, allergic rhinitis (mainly treated with aerius), appendectomy in 1997, myopia correction (local anesthesia) in 2012, multigravida (4), ectopic pregnancy, paronychia (general anesthesia) in 1993, extraction of impacted wisdom teeth (general anesthesia) in 1999, tonsillectomy (general anesthesia) in 1995, varicose vein, open dislocation, coccyx on (B)(6)2014, abdominal pain in 2013, epicondylitis in 2013, pruritus in 2012, asthenia (conclusion at visit: due to over-exertion) in 2012, abdominal pain localised on (B)(6)2015 and iliac fossa pain on (B)(6)2015. The patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Previously administered products included for allergic rhinitis: aerius; for contraception: leeloo; for an unreported indication: methotrexate, adepal, minidril and moneva. Past adverse reactions to the above products included adverse event with leeloo. Concurrent conditions included nonsmoker. Concomitant products included trimebutine (debridat) since (B)(6)2015 for iliac fossa pain and groin pain. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced cystitis ("acute cystitis") with dysuria. In 2015, the patient experienced depression ("depression/ anxiodepressve syndrome"), headache ("recurrent headache"), dizziness ("dizzy spells due to intolerance to essure") and arthralgia ("muscle and joint pain with soreness"). In (B)(6)2015, the patient experienced fatigue ("chronic fatigue"). On (B)(6)2015, the patient experienced herpes zoster ("zona on arm"). In (B)(6) 2015, the patient experienced eye burns ("ocular burns"). On (B)(6)2015, the patient experienced asthenia ("asthenia "). On (B)(6)2015, the patient experienced pruritus ("pruritus"). On (B)(6)2015, the patient experienced paronychia ("paronychia on the right third finger"). In (B)(6)2015, the patient experienced urinary tract infection (seriousness criterion medically significant). On (B)(6)2016, the patient experienced allergy to metals (seriousness criterion medically significant) with rash vesicular and pruritus. On (B)(6)2016, the patient experienced anxiety ("anxious state due to ongoing separation, then due to discovery of essure allergy"). In 2016, the patient experienced insomnia ("insomnia") and rib fracture ("fracture of eighth, ninth and tenth ribs on right"). In (B)(6)2016, the patient was found to have anogenital warts ("condyloma"). On (B)(6)2016, the patient experienced road traffic accident ("road traffic accident"). On (B)(6)2016, the patient experienced pain in extremity ("pain in thumbs"). On (B)(6)2016, the patient experienced musculoskeletal chest pain ("recurrence right rib pain"). On (B)(6)2017, the patient experienced procedural pain ("strong pain following removal of essure"). On an unknown date, the patient experienced pain ("pain radiating on superior external part of right foot"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine cervical metaplasia ("metaplastic junctional transformation"), eczema ("skin rash on legs qualified of lesions of eczema in popliteal folds"), musculoskeletal pain ("muscle and joint pain with soreness"), tendon pain ("pain in left achilles tendon"), endometriosis ("lesion of endometriosis found on left tubal wall"), pulmonary mass ("disseminated thoracic micronodules (pulmonary disorders)"), libido decreased ("less libido"), gastrointestinal disorder ("gastrointestinal disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and general physical health deterioration ("health status progressively deteriorated"). The patient was treated with acetylleucine (tanganil), alprazolam (xanax), cethexonium chloride (biocidan), colecalciferol (uvedose), fusidic acid (fucidine), hexamidine isetionate (hexomedine), ibuprofen, norfloxacin (noroxin), ofloxacin (oflocet), paracetamol, paracetamol (dafalgan), paracetamol (doliprane), sertaconazole nitrate (monazol), spasfon, valaciclovir, zolpidem tartrate (stilnox) and surgery (laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, allergy to metals, pain, fatigue, insomnia, depression, headache, dizziness, urinary tract infection, arthralgia, cystitis, pruritus, uterine cervical metaplasia, eczema, eye burns, musculoskeletal pain, tendon pain, anxiety, endometriosis, pulmonary mass, musculoskeletal chest pain, rib fracture, road traffic accident, asthenia, paronychia, anogenital warts, pain in extremity and herpes zoster had resolved, the libido decreased had not resolved and the gastrointestinal disorder, ear disorder, nasal disorder, pharyngeal disorder, general physical health deterioration and procedural pain outcome was unknown. The reporter considered allergy to metals, anogenital warts, anxiety, arthralgia, asthenia, cystitis, depression, dizziness, ear disorder, eczema, endometriosis, eye burns, fatigue, gastrointestinal disorder, general physical health deterioration, headache, herpes zoster, insomnia, libido decreased, musculoskeletal chest pain, musculoskeletal pain, nasal disorder, pain, pain in extremity, paronychia, pelvic pain, pharyngeal disorder, procedural pain, pruritus, pulmonary mass, rib fracture, road traffic accident, tendon pain, urinary tract infection and uterine cervical metaplasia to be related to essure. The reporter commented: patient's medical history included family history of thyroid nodules (mother). Just a few days after essure insertion on (B)(6)2015, the patient experienced unusual disorders and lesions she never had before. On (B)(6)2017, she underwent salpingectomy (essure inserts were removed in their entirety). On (B)(6)2017, the patient¿s symptoms had completely resolved. Patient: since essure removal, my health status improved, no longer have pain or discomfort, I had less libido. After removal of essure, medical examination was normal. The expert noticed thyroid nodule on left measuring more than 1 cm. Meeting with the expert: the patient reported that all the events were related to essure. The expert considers that the patient was in a state of exhaustion in 2015 with multiple causes (personal and professional) and that endometriosis was diagnosed (after removal of essure). The expert considered that no nickel allergy can be retained, but that the patient had nickel hypersensitivity (in view of absence of clinical signs). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2017: results: check on the position of the inserts for removal. Computerised tomogram - on (B)(6)2016: results: thoracic nodules; on (B)(6)2016: several disseminated pulmonary micronodules, the largest measuring 6 mm in diameter, unchanged in size as compared to the previous examination (B)(6)2016). Culture cervix - on (B)(6)2015: negative; on (B)(6)2016: it was performed due to metaplasia and history of condyloma. The result was: no malignant cells or cells suggestive of intra-epithelial lesion, based on bethesda 2001 classification.. Culture urine - on (B)(6)2015: result: escherichia coli; on (B)(6)2015: result: escherichia coli. Gynaecological examination - on (B)(6)2015: essure insertion on right and left tube, under general anaesthesia, with visualisation of three trailing spires on the right and one on the left. No bleeding at the end of the procedure. Duration of procedure: 20 minutes.. Histology - on (B)(6)2017: from a sample of salpingectomy, it was identified a lesion of endometriosis on left tubal wall, no abnormality on right.. Smear cervix - in (B)(6)2016: results: metaplasia of cells at the junction. Ultrasound scan - in (B)(6)2015: confirmed good position of essure inserts; on (B)(6)2016: results: no evidence suggesting achilles tendonitis. Vitamin d (30 - 100 ng/ml) - on (B)(6)2017: 25.8 ng/ml. X-ray - on (B)(6)2016: results: dislocated coccyx. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-feb-2019: information received from attorney via legal department. Historical drugs included minidril, adepal and moneva. Her family history includes thyroid nodules in her mother. Meeting with the expert on (B)(6)2019: three months after essure insertion, ultrasound was performed confirming good position of essure inserts. After removal of essure, on (B)(6)2017, the patient experienced strong pain for one month and a half. Medical examination was normal. The expert noticed thyroid nodule on left measuring more than 1 cm. According to the expert, the patient reported that all the events were related to essure. The expert considers that the patient was in a state of exhaustion in 2015 with multiple causes (personal and professional) and that endometriosis was diagnosed (after removal of essure). The expert considered that no nickel allergy can be retained, but that the patient had nickel hypersensitivity (in view of absence of clinical signs). We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("allergy to nickel and titanium/lymphocyte activation test was positive for nickel") and urinary tract infection ("urinary tract infection") in a 39-year-old female patient who had essure (batch no. C35391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem during insertion with the second insert" on (B)(6) 2015. The patient's past medical history included general anesthesia on (B)(6) 2015, parity 1 (fullterm) in 1996, thyroid nodular in 2012, venous insufficiency, allergic rhinitis (mainly treated with aerius), appendectomy in 1997, myopia correction (local anesthesia) in 2012, multigravida (4), ectopic pregnancy, paronychia (general anesthesia) in 1993, extraction of impacted wisdom teeth (general anesthesia) in 1999, tonsillectomy (general anesthesia) in 1995, varicose vein, open dislocation, coccyx on (B)(6) 2014, abdominal pain in 2013, epicondylitis in 2013, pruritus in 2012, asthenia (conclusion at visit: due to over-exertion) in 2012, abdominal pain localised on (B)(6) 2015 and iliac fossa pain on (B)(6) 2015. The patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Previously administered products included for allergic rhinitis: aerius; for contraception: leeloo; for an unreported indication: methotrexate. Past adverse reactions to the above products included adverse event with leeloo. Concurrent conditions included nonsmoker. Concomitant products included trimebutine (debridat) since (B)(6) 2015 for iliac fossa pain and groin pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced cystitis ("acute cystitis") with dysuria. In 2015, the patient experienced depression ("depression/ anxiodepressve syndrome"), headache ("recurrent headache"), dizziness ("dizzy spells due to intolerance to essure") and arthralgia ("muscle and joint pain with soreness"). In (B)(6) 2015, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2015, the patient experienced herpes zoster ("zona on arm"). In (B)(6) 2015, the patient experienced eye burns ("ocular burns"). On (B)(6) 2015, the patient experienced asthenia ("asthenia "). On (B)(6) 2015, the patient experienced pruritus ("pruritus"). On (B)(6) 2015, the patient experienced paronychia ("paronychia on the right third finger"). In (B)(6) 2015, the patient experienced urinary tract infection (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criterion medically significant) with rash vesicular and pruritus. On (B)(6) 2016, the patient experienced anxiety ("anxious state due to ongoing separation, then due to discovery of essure allergy"). In (B)(6) 2016, the patient experienced anogenital warts ("condyloma"). In 2016, the patient experienced insomnia ("insomnia") and rib fracture ("fracture of eighth, ninth and tenth ribs on right"). On (B)(6) 2016, the patient experienced road traffic accident ("road traffic accident"). On (B)(6) 2016, the patient experienced pain in extremity ("pain in thumbs"). On (B)(6) 2016, the patient experienced musculoskeletal chest pain ("recurrence right rib pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine cervical metaplasia ("metaplastic junctional transformation"), eczema ("skin rash on legs qualified of lesions of eczema in popliteal folds"), musculoskeletal pain ("muscle and joint pain with soreness"), tendon pain ("pain in left achilles tendon"), endometriosis ("lesion of endometriosis found on left tubal wall"), pulmonary mass ("disseminated thoracic micronodules (pulmonary disorders)"), libido decreased ("less libido"), gastrointestinal disorder ("gastrointestinal disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and general physical health deterioration ("health status progressively deteriorated"). On an unknown date, the patient experienced pain ("pain radiating on superior external part of right foot"). The patient was treated with paracetamol (dafalgan), ofloxacin (oflocet), valaciclovir, hexamidine isetionate (hexomedine), ibuprofen, zolpidem (stilnox), cethexonium chloride (biocidan), paracetamol, alprazolam (xanax), acetylleucine (tanganil), colecalciferol (uvedose), fusidic acid (fucidine), sertaconazole nitrate (monazol), norfloxacin (noroxin), paracetamol (doliprane), spasfon and surgery (laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, pain, fatigue, insomnia, depression, headache, dizziness, urinary tract infection, arthralgia, cystitis, pruritus, uterine cervical metaplasia, eczema, eye burns, musculoskeletal pain, tendon pain, anxiety, endometriosis, pulmonary mass, musculoskeletal chest pain, rib fracture, road traffic accident, asthenia, paronychia, anogenital warts, pain in extremity and herpes zoster had resolved, the libido decreased had not resolved and the gastrointestinal disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for arthralgia, headache, pruritus and urinary tract infection with essure. The reporter considered allergy to metals, anogenital warts, anxiety, asthenia, cystitis, depression, dizziness, ear disorder, eczema, endometriosis, eye burns, fatigue, gastrointestinal disorder, general physical health deterioration, herpes zoster, insomnia, libido decreased, musculoskeletal chest pain, musculoskeletal pain, nasal disorder, pain, pain in extremity, paronychia, pelvic pain, pharyngeal disorder, pulmonary mass, rib fracture, road traffic accident, tendon pain and uterine cervical metaplasia to be related to essure. The reporter commented: just a few days after essure insertion on (B)(6) 2015, the patient experienced unusual disorders and lesions she never had before. On (B)(6) 2017, she underwent salpingectomy (essure inserts were removed in their entirety). On (B)(6) 2017, the patient¿s symptoms had completely resolved. Patient: since essure removal, my health status improved, no longer have pain or discomfort, I had less libido. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: check on the position of the inserts for removal computerised tomogram - on (B)(6) 2016: thoracic nodules smear cervix - in (B)(6) 2016: metaplasia of cells at the junction ultrasound scan - on (B)(6) 2016: no evidence suggesting achilles tendonitis stool culture - on (B)(6) 2015 (before essure): no pathogenic germs found gynecological examination - on (B)(6) 2015: essure insertion on right and left tube, under general anaesthesia, with visualisation of three trailing spires on the right and one on the left. No bleeding at the end of the procedure. Duration of procedure: 20 minutes. -urine culture - on (B)(6) 2015: escherichia coli -lab test - on (B)(6) 2015: normal -vaginal swab - on (B)(6) 2015: negative -urine culture - on (B)(6) 2015: escherichia coli -urine culture - on (B)(6) 2016: no evidence for urinary infection -lab test - on (B)(6) 2016: normal -lab test - on (B)(6) 2016: normal -repeat vaginal smear - on (B)(6) 2016 (due to metaplasia and history of condyloma): no malignant cells or cells suggestive of intra-epithelial lesion, based on bethesda 2001 classification -patch test - on (B)(6) 2017 at 48-hours and 72-hours: positive for nickel -lymphocyte activation test - on (B)(6) 2017: positive for nickel and titanium. -histology/sample of salpingectomy - on (B)(6) 2017: lesion of endometriosis on left tubal wall, no abnormality on right. -repeat computerised tomogram - on (B)(6) 2016: several disseminated pulmonary micronodules, the largest measuring 6 mm in diameter, unchanged in size as compared to the previous examination (B)(6) 2016) -lab test - on (B)(6) 2015, (B)(6) 2016, (B)(6) 2016, (B)(6) 2017: normal the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 19_apr_2018 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 10.889 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-apr-2018: case (B)(4) was identified as duplicate of this case. All the information of case (B)(4) was transferred to this case: the patient is part of the class action of the resist association. Gastrointestinal disorders, ent disorders and health status progressively deteriorated were added as event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 25-apr-2017. The most recent information was received on 18-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen") and the first episode of allergy to metals ("allergy to nickel discovered on test") in a female patient who had essure (batch no. C35391) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anesthesia procedure. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("problem during insertion with the second insert"). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), groin pain ("pain in groin"), depression ("depression/ anxiodepressve syndrome"), headache ("recurrent headache"), dizziness ("dizzy spells/ dizziness") and urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced the first episode of allergy to metals (seriousness criterion medically significant) with rash and pruritus. On (B)(6) 2017, the patient experienced the second episode of allergy to metals ("titanium allergy"). On an unknown date, the patient experienced arthralgia ("joint pain"), dysuria ("burning urination/ dysuria"), pelvic pain ("pelvic pain"), cystitis ("acute cystitis"), pruritus ("pruritus"), uterine cervical metaplasia ("metaplastic junctional transformation"), eczema ("skin rash on legs qualified of lesions of eczema in popliteal folds"), insomnia ("insomnia"), eye burns ("ocular burns"), musculoskeletal pain ("muscle and joint pain with soreness"), pain in extremity ("pain radiating on superior external part of right foot"), tendon pain ("pain in left achilles tendon"), anxiety ("anxious state"), endometriosis ("lesion of endometriosis found on left tubal wall") and pulmonary mass ("disseminated thoracic micronodules (pulmonary disorders)"). The patient was treated with surgery (on (B)(6) 2017, essure inserts were removed via salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, fatigue, groin pain, depression, headache, dizziness, urinary tract infection, arthralgia, dysuria, pelvic pain, cystitis, pruritus, uterine cervical metaplasia, eczema, insomnia, eye burns, musculoskeletal pain, pain in extremity, tendon pain, anxiety, endometriosis, pulmonary mass, the last episode of allergy to metals and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, groin pain, headache, pruritus and urinary tract infection with essure. The reporter considered anxiety, complication of device insertion, cystitis, depression, dizziness, dysuria, eczema, endometriosis, eye burns, fatigue, insomnia, musculoskeletal pain, pain in extremity, pelvic pain, pulmonary mass, tendon pain, uterine cervical metaplasia, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results: nickel allergy was diagnosed on (B)(6) 2017 and titanium allergy was diagnosed on (B)(6) 2017. Examination following salpingectomy found lesion of endometriosis on left tubal wall and no abnormality on right. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-jan-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1917 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-jan-2018: essure insertion performed under general anesthesia. The inserts were well placed. Three inserts had been used due to a problem with the second insert. A few days after insertion, the patient developed the following: burning urination, dyrusia, pelvic pain, acute cystitis, pelvic pain like burning, pruritus, metaplastic junctional transformation, skin rash on arm qualified of ¿shingles¿, skin rash on legs qualified of ¿lesions of eczema in popliteal folds", chronic fatigue and insomnia, ocular burns, muscle and joint pain with soreness, pain radiating on superior external part of right foot, pain in left achilles tendon, anxious state and anxiodepressive syndrome, pulmonary disorders and dizziness. Nickel allergy was diagnosed on (B)(6) 2017 and titanium allergy on (B)(6) 2017. On (B)(6) 2017, essure inserts were removed via salpingectomy. Examination following salpingectomy found lesion of endometriosis on left tubal wall and no abnormality on right. This case is potential legal case. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 25-apr-2017. The most recent information was received on 18-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen / pain in groin and abdomen"), the first episode of allergy to metals ("allergy to nickel discovered on test") and urinary tract infection ("urinary tract infection") in a (B)(6) year-old female patient who had essure (batch no. C35391) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem during insertion with the second insert" on (B)(6) 2015. The patient's past medical history included anesthesia procedure, parity 1 (one child), thyroid nodular, venous insufficiency, allergic rhinitis (mainly treated with aerius), appendectomy and eye operation. Just a few days after placement of the inserts, patient started to experience a certain number of unusual disorders and lesions that she had never had before. No allergies before. Previously administered products included for allergic rhinitis: aerius. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced cystitis ("acute cystitis") with dysuria and pelvic pain. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), groin pain ("pain in groin"), depression ("depression/ anxiodepressve syndrome"), headache ("recurrent headache"), dizziness ("dizzy spells/ dizziness") and the first episode of arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2015, the patient experienced eye burns ("ocular burns"). On (B)(6) 2015, the patient experienced pruritus ("pruritus"). In (B)(6) 2015, the patient experienced urinary tract infection (seriousness criterion medically significant). In 2016, the patient experienced insomnia ("insomnia"). On (B)(6) 2017, the patient experienced the first episode of allergy to metals (seriousness criterion medically significant) with rash vesicular and pruritus. On (B)(6) 2017, the patient experienced the second episode of allergy to metals ("titanium allergy"). On an unknown date, the patient experienced uterine cervical metaplasia ("metaplastic junctional transformation"), eczema ("skin rash on legs qualified of lesions of eczema in popliteal folds"), musculoskeletal pain ("muscle and joint pain with soreness"), the second episode of arthralgia ("muscle and joint pain with soreness"), pain ("pain radiating on superior external part of right foot"), tendon pain ("pain in left achilles tendon"), anxiety ("anxious state"), endometriosis ("lesion of endometriosis found on left tubal wall") and pulmonary mass ("disseminated thoracic micronodules (pulmonary disorders)"). The patient was treated with paracetamol (dafalgan), antibiotics, valaciclovir, hexamidine isetionate (hexomedine), ibuprofen, zolpidem (stilnox), cethexonium, paracetamol, alprazolam (xanax), acetylleucine (tanganil) and surgery (on (B)(6) 2017, essure inserts were removed via salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, groin pain, depression, dizziness, uterine cervical metaplasia, eczema, pain, tendon pain and pulmonary mass outcome was unknown and the fatigue, headache, urinary tract infection, cystitis, pruritus, insomnia, eye burns, musculoskeletal pain, the last episode of arthralgia, anxiety, endometriosis and the last episode of allergy to metals had resolved. The reporter provided no causality assessment for abdominal pain, groin pain, headache, pruritus, urinary tract infection and the first episode of arthralgia with essure. The reporter considered anxiety, cystitis, depression, dizziness, eczema, endometriosis, eye burns, fatigue, insomnia, musculoskeletal pain, pain, pulmonary mass, tendon pain, uterine cervical metaplasia, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure insertion details: placement of the essure insert on right and left, under general anaesthetic, with visualisation of three trailing spires on the right and one on the left. No bleeding at the end of the procedure. Duration of procedure: 20 minutes. On (B)(6) 2017, she underwent salpingectomy (essure inserts were removed in their entirety). On (B)(6) 2017, the patient¿s symptoms had completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: check on the position of the inserts for removal computerised tomogram - on (B)(6) 2016: thoracic nodules; on (B)(6) 2016: investigate a sub-pleural nodule in the right lowe smear cervix - in (B)(6) 2016: metaplasia of cells at the junction ultrasound scan - on an unknown date: no evidence suggesting achilles tendonitis nickel allergy was diagnosed on (B)(6) 2017 and titanium allergy was diagnosed on (B)(6) 2017. Examination following salpingectomy found lesion of endometriosis on left tubal wall and no abnormality on right. (B)(6) 2016 - computerised tomogram - several disseminated pulmonary micronodules, the largest measuring 6 mm in diameter, unchanged in size as compared to the previous examination the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-jan-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.920 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-jan-2018: outcome of some events changed to recovered. Treatment drugs updated, medical history and lab tests were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6)) on 25-apr-2017. The most recent information was received on 01-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("allergy to nickel and titanium/lymphocyte activation test was positive for nickel") and urinary tract infection ("urinary tract infection") in a (B)(6) year-old female patient who had essure (batch no. C35391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem during insertion with the second insert" on (B)(6) 2015. The patient's past medical history included general anesthesia on (B)(6) 2015, parity 1 (fullterm) in 1996, thyroid nodular in 2012, venous insufficiency, allergic rhinitis (mainly treated with aerius), appendectomy in 1997, myopia correction (local anesthesia) in 2012, multigravida (4), ectopic pregnancy, paronychia (general anesthesia) in 1993, extraction of impacted wisdom teeth (general anesthesia) in 1999, tonsillectomy (general anesthesia) in 1995, varicose vein, open dislocation, coccyx on (B)(6) 2014, abdominal pain in 2013, epicondylitis in 2013, pruritus in 2012, asthenia (conclusion at visit: due to over-exertion) in 2012, abdominal pain localised on (B)(6) 2015 and groin pain on (B)(6) 2015. Previously administered products included for allergic rhinitis: aerius; for contraception: leeloo; for an unreported indication: methotrexate. Past adverse reactions to the above products included adverse event with leeloo. Concurrent conditions included nonsmoker. Concomitant products included trimebutine (debridat) since (B)(6) 2015 for iliac fossa pain and groin pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced cystitis ("acute cystitis") with dysuria. In 2015, the patient experienced depression ("depression/ anxiodepressve syndrome"), headache ("recurrent headache"), dizziness ("dizzy spells due to intolerance to essure") and arthralgia ("muscle and joint pain with soreness"). In (B)(6) 2015, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2015, the patient experienced herpes zoster ("zona on arm"). In (B)(6) 2015, the patient experienced eye burns ("ocular burns"). On (B)(6) 2015, the patient experienced asthenia ("asthenia due to intolerance to essure"). On (B)(6) 2015, the patient experienced pruritus ("pruritus"). On (B)(6) 2015, the patient experienced paronychia ("paronychia on the right third finger"). In (B)(6) 2015, the patient experienced urinary tract infection (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criterion medically significant) with rash vesicular and pruritus. On (B)(6) 2016, the patient experienced anxiety disorder ("anxious state due to ongoing separation, then due to discovery of essure allergy"). In (B)(6) 2016, the patient experienced (B)(6). In 2016, the patient experienced insomnia ("insomnia") and rib fracture ("fracture of eighth, ninth and tenth ribs on right"). On (B)(6) 2016, the patient experienced road traffic accident ("road traffic accident"). On (B)(6) 2016, the patient experienced the first episode of pain in extremity ("pain in thumbs"). On (B)(6) 2016, the patient experienced musculoskeletal chest pain ("recurrence right rib pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of pain in extremity ("pain radiating on superior external part of right foot"), uterine cervical metaplasia ("metaplastic junctional transformation"), eczema ("skin rash on legs qualified of lesions of eczema in popliteal folds"), musculoskeletal pain ("muscle and joint pain with soreness"), tendon pain ("pain in left achilles tendon"), endometriosis ("lesion of endometriosis found on left tubal wall"), pulmonary mass ("disseminated thoracic micronodules (pulmonary disorders)") and libido decreased ("less libido"). The patient was treated with paracetamol (dafalgan), ofloxacin (oflocet), valaciclovir, hexamidine isetionate (hexomedine), ibuprofen, zolpidem (stilnox), cethexonium chloride (biocidan), paracetamol, alprazolam (xanax), acetylleucine (tanganil), colecalciferol (uvedose), fusidic acid (fucidine), sertaconazole nitrate (monazol), norfloxacin (noroxin), paracetamol (doliprane), spasfon and surgery (laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, fatigue, insomnia, headache, urinary tract infection, arthralgia, cystitis, pruritus, eye burns, musculoskeletal pain, anxiety disorder, endometriosis, musculoskeletal chest pain, rib fracture, road traffic accident, asthenia, paronychia, anogenital warts, herpes zoster, depression, dizziness, uterine cervical metaplasia, eczema, tendon pain and pulmonary mass had resolved, and the libido decreased had not resolved. The reporter provided no causality assessment for arthralgia, headache, pruritus and urinary tract infection with essure. The reporter considered allergy to metals, anogenital warts, anxiety disorder, asthenia, cystitis, depression, dizziness, eczema, endometriosis, eye burns, fatigue, herpes zoster, insomnia, libido decreased, musculoskeletal chest pain, musculoskeletal pain, paronychia, pelvic pain, pulmonary mass, rib fracture, road traffic accident, tendon pain, uterine cervical metaplasia, and the pain in extremity to be related to essure. The reporter commented: just a few days after essure insertion on (B)(6) 2015, the patient experienced unusual disorders and lesions she never had before. On (B)(6) 2017, she underwent salpingectomy (essure inserts were removed in their entirety). On (B)(6) 2017, the patient¿s symptoms had completely resolved. Patient: since essure removal, my health status improved, no longer have pain or discomfort, I had less libido. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: check on the position of the inserts for removal computerised tomogram - on (B)(6) 2016: thoracic nodules smear cervix - in (B)(6) 2016: metaplasia of cells at the junction ultrasound scan - on (B)(6) 2016: no evidence suggesting achilles tendonitis stool culture - on (B)(6) 2015 (before essure): no pathogenic germs found gynecological examination - on (B)(6) 2015: essure insertion on right and left tube, under general anaesthesia, with visualisation of three trailing spires on the right and one on the left. No bleeding at the end of the procedure. Duration of procedure: 20 minutes. -urine culture - on (B)(6) 2015: escherichia coli -lab test - on (B)(6) 2015: normal -vaginal swab - on (B)(6) 2015: negative -urine culture - on (B)(6) 2015: escherichia coli -urine culture - on (B)(6) 2016: no evidence for urinary infection -lab test - on (B)(6) 2016: normal -lab test - on (B)(6) 2016: normal -repeat vaginal smear - on (B)(6) 2016 (due to metaplasia and history of condyloma): no malignant cells or cells suggestive of intra-epithelial lesion, based on bethesda 2001 classification -patch test - on (B)(6) 2017 at 48-hours and 72-hours: positive for nickel -lymphocyte activation test - on (B)(6) 2017: positive for nickel and titanium. -histology/sample of salpingectomy - on (B)(6) 2017: lesion of endometriosis on left tubal wall, no abnormality on right. -repeat computerised tomogram - on (B)(6) 2016: several disseminated pulmonary micronodules, the largest measuring 6 mm in diameter, unchanged in size as compared to the previous examination ((B)(6) 2016) -lab test - on (B)(6) 2015, (B)(6) 2016, (B)(6) 2016, (B)(6) 2017: normal the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 06_feb_2018 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 9696 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2018: further medical records from attorney: med. History:disloc. Coccyx, epicondylitis, rhintis, nonsmoker,asthenia, abdom./groin pain before essure(event removed, delibrat concom. Drug, changed to pelvic pain). New events: asthenia (intolerance to essure), road traffic accident, fracture of eighth, ninth and tenth ribs on right, recurrence right rib pain, pain in thumbs, paronychia on the right third finger, zona, condyloma, less libido. Tests added and specified: patch test and lymphocyte activation test positive for nickel and titanium (allergy test spec., event term amended to 1 event/incident). Stool culture. Vaginal smears. X-ray results added. 1 month after essure removal, all symptoms had resolved. Patient: since essure removal, my health status improved, no longer have pain or discomfort, I had less libido.new remedial drugs (start dates added to all drugs): oflocet, spasfon, doliprane, uvedose, fucidine; monazol, noroxin incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and allergy to metals ('allergy to nickel and titanium/ lymphocyte activation test positive for nickel') in a 39-year-old female patient who had essure (batch no. C35391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem during insertion with the second insert" on (B)(6) 2015. The patient's medical history included iliac fossa pain on (B)(6) 2015, general anesthesia on (B)(6) 2015, abdominal pain localized (in iliac fossa) on (B)(6) 2015, morton's neuroma (likely causing the right foot pain) in (B)(6) 2014, dislocation of coccyx (following roller-skating fall) on (B)(6) 2014, coccyx pain (following roller-skating fall) on (B)(6) 2014, allergenic desensitization procedure (but repeated rhinitis, conjuctivitis and asthma) in 2014, allergic asthma in (B)(6) 2013, constipation on (B)(6) 2013, abdominal pain in 2013, epicondylitis (abdominal pain, concluded to right epicondylitis) in 2013, allergic rhinitis in (B)(6) 2013, asthma in (B)(6) 2013, rhinitis allergic in (B)(6) 2013, eczema (right flank pruriginous lesion (eczema)) in 2012, pruritus in 2012, synovial cyst (in left wrist) in 2012, asthenia in 2012, nightmares in 2012, cystitis in 2012, asthenia (conclusion at visit: due to over-exertion/ due to being overworked) in 2012, thyroid nodular in 2012, myopia correction (with local anesthesia) in 2012, ectopic pregnancy in 1999, wisdom teeth removal (with general anesthesia) in 1999, appendectomy in 1997, parity 1 (fullterm) in 1996, tonsillectomy (general anesthesia) in 1995, paronychia (treatment with general anesthesia) in 1993, abortion (at age 16) in 1991, multigravida (4 pregnancies), venous insufficiency, allergic rhinitis (mainly treated with aerius), varicose vein, condyloma (at age 18) and headache (with contraceptive pills). The patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Previously administered products included for allergic rhinitis: aerius; for contraception: leeloo; for an unreported indication: methotrexate, adepal, minidril and moneva. Past adverse reactions to the above products included adverse event with leeloo. Concurrent conditions included nonsmoker. Family history included thyroid nodular ((mother)). Concomitant products included trimebutine (debridat) since (B)(6) 2015 for iliac fossa pain and groin pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced cystitis ("acute cystitis") with dysuria. In 2015, the patient experienced headache ("recurrent headache"), musculoskeletal pain ("muscle and joint pain with soreness"), depression ("depression/ anxiodepressve syndrome") and dizziness ("dizzy spells due to intolerance to essure"). In (B)(6) 2015, the patient experienced herpes zoster ("zona on arm / right arm shingles"). In (B)(6) 2015, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2015, the patient experienced eye burns ("ocular burns"). On (B)(6) 2015, the patient experienced asthenia ("asthenia"). On (B)(6) 2015, the patient experienced pruritus ("pruritus"). On (B)(6) 2015, the patient experienced paronychia ("paronychia on the right third finger"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criterion medically significant) with rash vesicular and pruritus. On (B)(6) 2016, the patient experienced anxiety ("anxious state due to ongoing separation, then due to discovery of essure allergy"). In 2016, the patient experienced insomnia ("insomnia") and rib fracture ("fracture of eighth, ninth and tenth ribs on right"). In (B)(6) 2016, the patient was found to have anogenital warts ("condyloma"). On (B)(6) 2016, the patient experienced road traffic accident ("road traffic accident"). On (B)(6) 2016, the patient experienced pain in extremity ("pain in thumbs"). On (B)(6) 2016, the patient experienced musculoskeletal chest pain ("recurrence right rib pain"). On (B)(6) 2017, the patient experienced procedural pain ("strong pain following removal of essure"). On an unknown date, the patient experienced pain ("pain radiating on superior external part of right foot"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eczema ("skin rash on legs qualified of lesions of eczema in popliteal folds"), endometriosis ("lesion of endometriosis found on left tubal wall"), uterine cervical metaplasia ("metaplastic junctional transformation (cervix)"), tendon pain ("pain in left achilles tendon"), pulmonary mass ("disseminated thoracic micronodules (pulmonary disorders)"), libido decreased ("less libido"), gastrointestinal disorder ("gastrointestinal disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and general physical health deterioration ("health status progressively deteriorated"). The patient was treated with acetylleucine (tanganil), alprazolam (xanax), cethexonium chloride (biocidan), colecalciferol (uvedose), hexamidine isetionate (hexomedine), ibuprofen, norfloxacin (noroxin), ofloxacin (oflocet), other drugs for functional gastrointestinal disorders, paracetamol, paracetamol (dafalgan), paracetamol (doliprane), sertaconazole nitrate (monazol), valaciclovir, zolpidem tartrate (stilnox), and surgery (laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, pain, headache, pruritus, eczema, endometriosis, uterine cervical metaplasia, musculoskeletal pain, fatigue, insomnia, depression, dizziness, urinary tract infection, cystitis, eye burns, tendon pain, anxiety, pulmonary mass, musculoskeletal chest pain, rib fracture, road traffic accident, asthenia, paronychia, anogenital warts, pain in extremity and herpes zoster had resolved, the libido decreased had not resolved and the gastrointestinal disorder, ear disorder, nasal disorder, pharyngeal disorder, general physical health deterioration and procedural pain outcome was unknown. The reporter considered allergy to metals, anogenital warts, anxiety, asthenia, cystitis, depression, dizziness, ear disorder, eczema, endometriosis, eye burns, fatigue, gastrointestinal disorder, general physical health deterioration, headache, herpes zoster, insomnia, libido decreased, musculoskeletal chest pain, musculoskeletal pain, nasal disorder, pain, pain in extremity, paronychia, pelvic pain, pharyngeal disorder, procedural pain, pruritus, pulmonary mass, rib fracture, road traffic accident, tendon pain, urinary tract infection and uterine cervical metaplasia to be related to essure. The reporter commented: essure insertion procedure on (B)(6) 2015 performed under general anesthesia. Duration of surgery: 20 minutes. Just a few days after essure insertion, the patient experienced unusual disorders and lesions she never had before. The patient was on sick leave from 05 to (B)(6) 2016 due to anxiety, then again starting on (B)(6) 2016 after her scooter accident. On (B)(6) 2017, she underwent salpingectomy (essure inserts were removed in their entirety). On (B)(6) 2017, the patient¿s symptoms had completely resolved. She is a nail biter according to expert. The patient commented that since essure removal, her health status improved, no longer have pain or discomfort, she had less libido. After removal of essure, medical examination was normal. The expert noticed thyroid nodule on left measuring more than 1 cm. Meeting with the expert: the patient reported that all the events were related to essure. The expert considers that the patient was in a state of exhaustion in 2015 with multiple causes (personal and professional) and that endometriosis was diagnosed (after removal of essure). Considered also that no nickel allergy can be retained, but that the patient had nickel hypersensitivity (in view of absence of clinical signs). Furthermore, commented that the tubal sterilisation was not medically justified from the outset, since other contraceptive techniques could have worked, but the patient did not want these. The information, insertion and post-insertion evolution of the essure implants complied with practices. None of the disputed complications are related to the essure implants. The symptoms and pathologies that presented between 2015-2017 are depression with a major anxiety component, functional polyalgia, cystitis, shingles, an infected hangnail. None of these elements are related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Abdominal x-ray - on (B)(6) 2017: check on the position of the inserts for removal. Allergy test - on (B)(6) 2017: positive for nickel and titanium. Computerised tomogram - on (B)(6) 2016: CT performed following a road accident: thoracic nodules; on (B)(6) 2016: several disseminated pulmonary micronodules, the largest measuring 6 mm in diameter, unchanged in size as compared to the previous examination ((B)(6)2016); on (B)(6) 2017: conclusion: brain CT-scan without abnormality on the day of this report (indication: work-up for dizziness). Culture cervix - on (B)(6) 2015: negative; on (B)(6) 2016: it was performed due to metaplasia and history of condyloma. The result was: no malignant cells or cells suggestive of intra-epithelial lesion, based on bethesda 2001 classification.. Culture urine - on (B)(6) 2015: escherichia coli; on (B)(6) 2015: scherichia coli. Gynaecological examination - on (B)(6) 2015: essure insertion on right and left tube, under general anaesthesia, with visualisation of three trailing spires on the right and one on the left. No bleeding at the end of the procedure. Duration of procedure: 20 minutes. Histology - on (B)(6) 2017: from a sample of salpingectomy, it was identified a lesion of endometriosis on left tubal wall, no abnormality on right. Smear cervix - in (B)(6) 2016: metaplasia of cells at the junction. Ultrasound scan - in (B)(6) 2015: confirmed good position of essure inserts; on (B)(6) 2016: no evidence of achilles tendonitis. Vitamin d (30 - 100 ng/ml) - on (B)(6) 2017: 25.8 ng/ml. X-ray - on (B)(6) 2016: dislocated coccyx. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-nov-2019: reporter's information was updated and new reporter was added. Patient's medical history was added and medical expert conclusion was provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 25-apr-2017. The most recent information was received on 08-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in abdomen") in a female patient who had essure (batch no. C35391) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), groin pain ("pain in groin "), allergy to metals ("allergy to nickel discovered on test") with rash and pruritus, depression ("depression"), headache ("recurrent headache"), dizziness ("dizzy spells") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced arthralgia ("joint pain"). Procedure for removal of essure was scheduled for (B)(6) 2017. At the time of the report, the abdominal pain, fatigue, groin pain, allergy to metals, depression, headache, dizziness, urinary tract infection and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, depression, dizziness, fatigue, groin pain, headache and urinary tract infection with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.060 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-jun-2017: device evaluation received. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.